Event description:
A customer reported that during surgery while using a phacoemulsification handpiece the ultrasound was absent resulting in burning of patients cornea and took longer healing time also resulted in prolonged hospitalization. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There were no products returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. A hp was received for testing on this investigation. A visual assessment of the returned sample revealed a worn red connector dot and strain relief damage on both the connector and handpiece sides. When the handpiece was connected to a calibrated breakout test box, both the resistance and crystal dissipation between low electrode and high electrode were found to be within specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The returned handpiece was connected to a calibrated system and successfully recognized. System message (sm) 257 [tune failed ¿ handpiece voltage low (short circuit)] displayed when the handpiece attempted tuning. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece did not meet specifications. The cable jacket was stripped near the connector strain relief revealing broken wires. The root cause of the reported issue ¿insufficient phacoemulsification ultrasound (u/s) power¿ can be attributed to broken wires within the cable jacket near the connector strain relief. However, how or when the wires broke remains inconclusive. The reported ¿occlusion¿ within the handpiece cannot be confirmed, as there was no problem observed during flow rate testing. The root cause of the reported adverse events remains inconclusive. Whether the broken wires (observed), contributed to the -reported adverse events, is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. A handpiece (hp) was received for testing on this investigation. A visual assessment of the returned sample revealed a worn red connector dot and strain relief damage on both the connector and handpiece sides. When the handpiece was connected to a calibrated breakout test box, both the resistance and crystal dissipation between low electrode and high electrode were found to be within specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The returned handpiece was connected to a calibrated system and successfully recognized. System message (sm) 257 [tune failed ¿ handpiece voltage low (short circuit)] displayed when the handpiece attempted tuning. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece did not meet specifications. The cable jacket was stripped near the connector strain relief revealing broken wires. The root cause of the reported issue ¿insufficient phacoemulsification (u/s) power¿ can be attributed to broken wires within the cable jacket near the connector strain relief. However, how or when the wires broke remains inconclusive. The reported ¿occlusion¿ within the handpiece cannot be confirmed, as there was no problem observed during flow rate testing. The root cause of the reported adverse events remains inconclusive. Whether the broken wires (observed), contributed to the -reported adverse events, is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).